Event description:
Caller asking how often an svccoil impedance out of range alert will occur? Caller stated that the patient's svccoil impedance out of range alert occurred at 130 ohms, but caller stated that they do not think there is a problem with the patient's svccoil since the high threshold alert of 130 ohms was set too close to the patient's normal svccoil impedance readings. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).